Event description:
A surgeon reported that he had a case on (B)(6), in which the lead placement ended up being slightly sub-optimal in a bilateral deep brain stimulation (dbs) case after using the stealthstation s7 system for planning the lead placement. He said that the left side lead was slightly medial and slightly anterior from the ideal position and the right side was slightly lateral and slightly anterior. However, he thought that both placements would ultimately allow him to achieve the results he was looking for.

Manufacturer narrative:
The patient ID was not provided by the site. No parts or files have been returned to the manufacturer.

Manufacturer narrative:
Engineering evaluated the archive of the patient data off of the system and found that the software was functioning as designed and the frame coordinates were in the proper place. Engineering discussed the software functionality with the surgeon and answered his questions. User training resolved the issue. No malfunction of the software.